Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to low blood glucose. The customer's blood glucose was 35 mg/dl at the time of incident. The nurse stated that the customer was off the insulin pump for less than 48 hours at the time of hospitalization. The nurse declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.